Event description:
Affiliate reported that the absence of drainage was observed confirming that there were no signs of folds in the system. After the ventricular catheter was disconnected a strong flow was seen. Therefore, it was concluded that the mechanical part of the valve presented a dysfunction. As a result the catheter was revised. Afterwards excellent drainage was noted. A concern of serious damage to the patient's health was noted.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.